Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting low flow alert02) on their arctic sun device. Flow rate (fr) was 1.3lpm. Advised this was a good flow rate (fr) for neonate pad. Guided to diagnostics showed that the system hours were 1176, pump hours were 917, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 80 percentage, flow rate (fr) was 1.3lpm. Adjusted tubing, disconnected and reconnected pads, inlet pressure (ip) would never settle in specification was -6.6 to -7.2psi, but flow rate (fr) was still 1.2lpm. Explained correlation between flow rate (fr) and heater capacity. They would call back if their flow rate (fr) goes below 1lpm.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No problem was found during evaluation. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting low flow alert02) on their arctic sun device. Flow rate (fr) was 1.3lpm. Advised this was a good flow rate (fr) for neonate pad. Guided to diagnostics showed that the system hours were 1176, pump hours were 917, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 80 percentage, flow rate (fr) was 1.3lpm. Adjusted tubing, disconnected and reconnected pads, inlet pressure (ip) would never settle in specification was -6.6 to -7.2psi, but flow rate (fr) was still 1.2lpm. Explained correlation between flow rate (fr) and heater capacity. They would call back if their flow rate (fr) goes below 1lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.